Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: since the surgical valve had been implanted for over 18 years, it¿s very unlikely that the regurgitation was due to any potential manufacturing issue. However, without the return of the valve for analysis, a root cause of the regurgitation cannot be determined.

Event description:
Medtronic received information that 18 years and 6 months after the implant of this bioprosthetic surgical aortic valve, central aortic regurgitation was noted. Subsequently, a transcatheter bioprosthetic valve was implanted, valve-in-valve. During the implant, a surgical valve leaflet partially covered the left coronary ostia. A wire was inserted into the left coronary artery, the ostia was ballooned, and a stent was successfully placed to keep the leaflet from covering the ostia. No adverse patient effects were reported.